Event description:
The customer alleged that the visual alarm(s) activated, but there was no audio alarm tone. No pt harm or injury has been verified. There is an unverified report by the head of r.t. That, "the alarm silence key may have been pressed accidentally by hospital staff." The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event, but replaced the power on/off switch as a precaution. The unit passed extended self testing. It is not verified that the audio alarm did not function, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.